Event description:
It was reported that this right ventricular (rv) lead caused the patient to develop a pericardial effusion. The patient underwent a pericardial drain procedure. Additional information obtained from the field which indicated that the lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.